Event description:
A hospital reported to our distributor that while an mr290 humidification chamber was in use, water continued to flow into the chamber and overfilled into the circuit and ventilator. They stated that this malfunction was discovered before the product was used on a pt.

Manufacturer narrative:
Our investigation is underway, however, we have no results to report at this time. We are aware of other similar complaints reporting failure of the float mechanism in the mr290. The occurrence rate of this type of complaint is approximately 0.001% worldwide for the past year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence.